Event description:
It was reported that the patient experienced chest discomfort. Blood testing was performed and c-reactive protein (crp) levels indicated inflammation. Diagnostic imaging was performed and cardiac effusion was observed. The patient was hospitalized and anti-inflammatory medication was administered. Six days later, crp levels decreased, diagnostic imaging indicated reduced cardiac effusion, and the patient was discharged from the hospital. No additional intervention was required. The patient was in stable condition and no other symptoms were noted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.